Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Patient problem(s): "extended time to tune" (device operates differently than expected). The nurse reported the system took 7 minutes to tune. In the subsequent case, the system took 3 minutes to tune. The facility switched out the system to complete the rest of the cases. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B)(4).